Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this patient underwent mitral valve replacement due to severe mitral stenosis secondary to calcification, as well as moderate mitral regurgitation. It was reported that the patient's right atrium was "very thin" and dilated in all cavities. It was also reported that the tissue on the atrioventricular groove was poor, which the surgeon reported was a sign of chronic inflammation. The valve was successfully implanted with no regurgitation or bleeding noted. Following mitral valve replacement, prior to discontinuing cardiopulmonary bypass (cpb), the right ventricle became dilated and the pulmonary artery was "tense". A pulmonary sump was implanted which was reported to decompress the heart. Temporary pacing wires were inserted in the left appendage. While attempting to remove this patient from cardiopulmonary bypass (cpb), bleeding was noted behind the heart. It was reported that the bleeding was determined to be a result of spontaneous rupture of the crux of the heart secondary to distention of the heart once the heart had started beating again. The rupture was attempted to be repaired for several hours. Ultimately the patient expired in the operating room due to exsanguination. No autopsy was performed.

Manufacturer narrative:
A device history review was performed on the device; there were no correlations / issues identified regarding manufacturing that could have impacted this event. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. Based on input from medtronics office of medical affairs, the cause of death was likely due to patient co-morbidities. If information is provided in the future, a supplemental report will be issued.